Event description:
I had a hernia surgery and had the prolene mesh patch placed inside. Since the surgery, I have had severe pain which is a constant pain. I have contacted the dr on several occasions, who told me that this is a normal recovery. It's been almost 3 yrs and I do not think someone should still be experiencing pain like this. I have read on the internet about all the recalls and now I am raising a concern. I have been to hospitals, been to the dr. Who did the surgery and I have gotten nowhere. I am suffering. I have a family that I need to support and I can not even function properly since I had this surgery. I called the doctor again recently. And apparently now, my file has either been destroyed in a fire or it is placed away. Either way they can not find it. I have had the hosp send me my file, that shows that the prolene mesh patch was placed inside of me. Something needs to be done.